Event description:
It was reported that the patient was straight cathed in the emergency department, and the piece through which the catheter is fed into the urethra must have come off the device and was lodged in the patient's urethra. This remained there until (B)(6), when the patient called out asking when her stent was going to be removed. Due to no documentation of a stent being placed while inpatient, presented to the patient's room and saw the plastic piece lodged in the patient's urethra. They removed this manually and the patient experienced relief. After investigation into what this piece of plastic could be, it was discovered to be a piece of the specified straight cath equipment used in the ed. These items are not stocked on labor and delivery or on the mother/baby unit. They would like to know is this a known issue. They have had to remove this from other patients in the past. Is there possibly another kit, they can use that has a twist lock option.

Manufacturer narrative:
The reported event was confirmed cause unknown. Visual evaluation of the returned one-photo sample noted one opened (without original packaging), used unisex touchless plus urethral catheter kit. Visual inspection of the one-photo sample noted that the introducer cap was broken from the catheter. The device history record review could not be performed without a lot number. Initial reporter phone number: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial reporter's phone number that was provided was (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was straight cathed in the emergency department, and the piece through which the catheter is fed into the urethra must have come off the device and was lodged in the patient's urethra. This remained there until on (B)(6), when the patient called out asking when her stent was going to be removed. Due to no documentation of a stent being placed while inpatient, presented to the patient's room and saw the plastic piece lodged in the patient's urethra. They removed this manually and the patient experienced relief. After investigation into what this piece of plastic could be, it was discovered to be a piece of the specified straight cath equipment used in the ed. These items are not stocked on labor and delivery or on the mother/baby unit. They would like to know is this a known issue. They have had to remove this from other patients in the past. Is there possibly another kit, they can use that has a twist lock option.